Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set disconnected from the titanium adapter. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no allegation against the titanium adapter, and it remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in d9, h3, h6 and h10. H10:the device was received for evaluation with a white minicap on the dark blue female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, clamp function, and integrity of seal surface testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.